Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in brazil via a fisher & paykel healthcare (f&p) field representative, that the tubing of an opt318 optiflow junior nasal cannula was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the opt318 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer and our knowledge of our product. Results: visual inspection of the photographs provided by the customer revealed that the tubing of an opt318 optiflow junior nasal cannula was detached at the swivel tube joint. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt318 optiflow junior nasal cannula would have met the required specifications at the time of release. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A distributor reported on behalf of a healthcare facility in brazil via a fisher & paykel healthcare (f&p) field representative, that the tubing of an opt318 optiflow junior nasal cannula was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) method: the subject device, one unit of opt318 optiflow junior infant nasal cannula was returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the returned device, the description of events provided by the distributor, and our knowledge of the product. Results: visual inspection of the subject device confirmed that one of the tubings was detached at the swivel grip. Additionally, both the tubes were found to be slightly stretched. Conclusion: based on the visual inspection, our knowledge of the product and the information provided, it is most likely that the reported damage resulted from the cannula being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions which accompany the opt318 optiflow junior infant nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube."

Event description:
A distributor reported on behalf of a healthcare facility in brazil via a fisher & paykel healthcare (f&p) field representative, that the tubing of two units of opt318 optiflow junior nasal cannula was broken. There was no reported patient involvement.